Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician readvanced the pentaray mapping catheter for post mapping and the sheath valve was leaking a slow drip onto sterile drape. The physician inserted the introducer for the mapping catheter into the sheath valve in order to advance the catheter and states that it would not be possible to advance the mapping catheter without inserting the introducer. This was the final step of the procedure so no equipment was adjusted or replaced, end of study was successfully achieved. No patient complications were reported. The device isn't expected to return for laboratory analysis.